Event description:
It was reported that the lead exhibited a capture anomaly, high threshold, and low unipolar impedance of 298 ohms. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.